Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged for same model, different diopter. In a follow-up, the surgeon reports the prognosis for the pt as "excellent" and that, in his opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/29/2008 and 09/05/2008 by phone, fax and mail. A completed questionnaire was received on 09/08/2008.